Event description:
It was reported to medtronic minimed that the customer reported pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and there was no cracks. No harm requiring medical intervention was reported. Mmt-1884l was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The unit p-cap test and reservoir locked in place properly. The pump was received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. Moisture damage on the battery tube and motor assembly also noted during visual inspection. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, cracked case (battery tube) and battery tube threads cracked. In summary, the customer alleged expose to moisture confirmed. Missing segments/partial display noted during visual inspection. For additional information regarding the tests performed refer to d00854230-appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.